Manufacturer narrative:
The following devices were also listed in this report: unknown head; cat# unknown ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a right hip revision surgery. Patient acquired an infection. Parts were replaced after I & d of the hip joint.

Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: cat. No.: 542-11-60g, trident psl with purefix ha 60mm, lot code: 52805601; cat. No.: 2030-6530-1 6.5, cancellous bone screw 30mm, lot code: 685ar1; cat. No.: 2030-6540-1 6.5, cancellous bone screw 40mm, lot code: mll9hy; cat. No.: 626-00-48g, modular dual mobility insert, lot code: 55946104; cat. No.: 6720-0635, size 6 accolade ii 132 deg, lot code: 56937302; cat. No.: 6260-9-028, 28mm -4 lfit v40 head, lot code: 56330706. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving an adm liner was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, x-rays, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
Sales rep reported a right hip revision surgery. Patient acquired an infection. Parts were replaced after I & d of the hip joint.